Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose level of 47 mg/dl; cause was unknown. Multiple attempts were made to obtain further information regarding the customer and event, but none was provided. The pump was replaced to address the issue.